Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump experienced screen bezel separation such that the display assembly came apart and internal wiring was exposed; the user temporarily reattached the screen with adhesive and, after consulting a clinician, requested a replacement. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included intake confirmation of device identification and shipping information, review of the described hardware condition, and initiation of product replacement. Investigation of this case revealed a mechanical enclosure issue involving the screen assembly with loss of bezel integrity exposing internal components, without alarms or operational alerts reported during use. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure related to enclosure integrity.